Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips has received through the (B)(6) a report submitted by a customer. In this report, the customer stated ¿poor image quality (grainy/hazy) compromised the physician's ability to visualize the artery adequately. Rebooting of system was required to try to correct the problem and this resulted in prolonged case time and delayed the deployment of the stent. As well, this caused the use of higher dose radiation (25 frames per second) for 25 minutes of the case while capturing images and as well a higher dose (15 frames per second which is double the customary dose of 7.5 frames per second) throughout the entire case (approximately two hours) for identifying blockages, looking for dissection and placing stents. This resulted in increased radiation exposure to both the patient and the staff. This imaging chain is a new installation that "become" operational in (B)(6) 2018. Service representatives from philips are aware of the issue which has been transient in nature and have not yet identified a cause. Issues with transient imaging quality have been identified and the philips technicians have been unable to determine the source. This morning, the image issue occurred during a left main angioplasty. The consequences could have been catastrophic; however, the team were able to successfully complete the case¿. Because of the allegation on potential harm this report is being submitted. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The reported intermittent poor image quality in a series run resulted from an incorrect calculation in the automatic thickness calculation algorithm, which in turn may specify an x-ray dose that is too low to produce images of diagnostic quality. Philips has released a new version of the system software that corrects this issue, which is being loaded onto systems in the installed base through a field correction (field change order fco 72200430). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.